Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 15th may 2024 it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in an ankle ligament repair procedure on (B)(6) 2024, where ar-1949 was used to prepare the bone socket. The procedure was completed successfully as another new ar-1934bcf-2 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection has shown that the anchor has broken in half at the threader area. The white suture attached to the anchor returned is not listed on the bill of materials (bom) of the biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire®. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not provided. The most likely cause for the reported failure can be attributed to user error, due to misalignment insertion, and/or prying/leveraging of the device during insertion.